Manufacturer narrative:
Unit received with currents in spec. No unexpected blank display. Lcd board ok. Compromised force sensor system alarm during prime test due to moisture damage. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display after being exposed to moisture damage. Customer blood glucose reading was 150 mg/dl. Troubleshoot was performed. Customer used new energizer battery. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. The incident happened while exercising. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.